Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related MFR reports: 1627487-2020-23508, 1627487-2020-23675 and 1627487-2020-23676. It was reported the patient's dbs system was removed due no therapeutic response. The company representative attempted re-programming the patient's system, but she had no response, positive or negative.